Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had under delivery of insulin. Customer¿s blood glucose value at time of incident was 367 mg/dl and current blood glucose value was 302 mg/dl. Customer alleged the pump was under delivery because of frequent high blood glucose value. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the displacement accuracy test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. The pump was programmed with contour next test glucose meter. The pump communicated properly, recorded the 92 mg/dl test value properly from glucose meter. The pump sensor feature is working properly. No unexpected blood glucose meter communication errors or anomalies were noted during testing.